Event description:
It was reported that a patient was placed on another ventilator due to the alarm volume scroll bar not displaying and the alarm volume could not be adjusted. The ventilation was not interrupted. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the ventilator was rebooted and the alleged malfunction could not be duplicated.

Manufacturer narrative:
(B)(4). Received information stating that the whole graphical user interface (gui) display was replaced. The ventilator passed all testing.